Event description:
The reporter indicated the patient has a newly reported type of seizures, "myoclonic twitches". The reporter indicated the patient did not have myoclonic seizures prior to implantation of the device, and the treating physician believed they are related to vns therapy. The reporter indicated that he started the patient on lorazepam medication for seizures and the vns therapy system was programmed "off". Good faith attempts are being made for more information.